Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: articular surface medial congruent (mc) left 10 mm height use with tibia sizes e-f/cr femur sizes 8-11: catalog#42512100810, lot#67120829; unknown femoral component: catalog#ni, lot#ni. G2: foreign: australia. Customer has indicated that the product will not be returned for further evaluation due to hospital policy. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, seven (7) weeks post-implantation, the patient underwent revision surgery due to a medial tibial bone fracture. The tibial tray was exchanged without reported complication. All available information has been provided.